Manufacturer narrative:
Investigation of returned suspect power supply 1 (ps1) was unable to replicate the issue. Performed output testing over the course an hour. 5v supply didn't fluctuate by more than 0.001vdc while under test. No problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On a medtronic representative inspected the imaging system on-site. The generator was sporadically beeping permanently. The power supply 1 (ps1) 5v output out of specification. Ps1 replaced. Output voltage checked. System functions checked. An electrical failure mode was confirmed, with the ps1 being the root cause. The replaced ps1 has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the imaging system began beeping continuously after booting up the system. Initial review of the system logs revealed that the power supply 1 (ps1) was out of specification. There was no patient present when this issue was identified.